Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad wore severly and the metal part was exposed. Both the probe tip an the grasping section had contact marks with each other. Seal short circuit error occurred at the seal mode output. The manufacturing history was reviewed, with no irregularities. Considering the eval result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output with the severely worn pad, which caused contacting between the probe and the non-insulated area of grasping section. And the device could not be used anymore because of the error. The ptfe pad wore severely due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the eval, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that during a procedure for right hemicolon, the subject device was used. After the beginning of use, unspecified error occurred sometimes. The nurse cleaned the tip of the device, but it could not be used any more in the two hours of the procedure. The procedure was completed with another thunderbeat. There was no pt injury reported.